Event description:
Reportedly, during the f/u performed on (B)(6) 2011, a pacing rate above the maximum rate during atrial arrhythmias was suspected on a symptomatic pt. Clarifications were requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.